Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was returned for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified significant damage and bone tissue attachment about the implant threads. The implant is confirmed to be fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that a patient experienced a fractured implant and the implant was removed.